Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in a reset mode in the box. Upon pre-implant interrogation, the ICD exhibited a fault code and reported its serial number as all zeros. The ICD was not implanted.